Event description:
A home patient's daughter contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home patient disconnected her transfer set from the patient line of the homechoice set during dwell 3. It is unknown whether the patient reconnected herself back up to the patient line after the alarm had sounded. Baxter's technical service center assisted the home patient's daughter in ending therapy early. No patient injury or medical intervention was associated with this incident per the initial report.

Manufacturer narrative:
Baxter's quality assurance department was unable to contact the home patient, daughter, or nurse to review proper procedures.